Manufacturer narrative:
The root cause of the issue appears to be either the misalignment of the reagent probe or the uncleanliness of the sample probe. The issue was resolved with the services performed by the fse. Customer has not called back to report any further issues relating to this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)

Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low ammonia (amm) results for one patient sample. The results were not reported out of the laboratory. Calibration and quality control (qc) results had been acceptable before this issue, and qc results from proservice did not show any issues. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The results were not reported outside the laboratory, as the sample was repeated after the issue was noticed in the laboratory. Therefore, patient treatment was not affected. On the same day, the field service engineer (fse) inspected the instrument and ran performance verification tests (pvts), which showed that the system failed the cuvette carryover test. The fse found that reagent probe b came in contact with the side of the cuvette when dispensing the reagent into the cuvettes. The fse realigned reagent probe b, as well as all of the other probes and mixers. The fse also reran the pvt's, flushed/cleaned the sample probe, and cleaned the exterior of the instrument. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.